Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the water came down from the ceiling and some of it got into the unit. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information provided the presence of water in the device is the result of a water leakage or condensation coming from the facility, it is a phenomenon external to the device. This problem is not related to the device, the pwd surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the water came down from the ceiling and some of it got into the unit. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.